Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 26-nov-2022 to 25- nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. The field service engineer conducted diagnostics and determined that no drawers were being detected and the firewall was disabled, bluetooth and usb sleep mode were deactivated on all usb ports to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system drawer failed. The customer stated that they retrieved the med from another station causing delay. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer was failed due to incorrect configuration on the system. The field service engineer configured the settings for the firewall, bluetooth, universal serial bus ports to resolve the issue. The system functioned as intended.

Event description:
It was reported when using the bd pyxis medstation system, the full-height all drawers failed to detected by bus and prevented the user from accessing medications. The customer reported that there was no delay in the patient workflow since users managed to obtain the medications from another station. There were no adverse events or injuries reported based on this incident.